Manufacturer narrative:
H11: additional manufacturer narrative:the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 25mm 3000 in the aortic position underwent a valve-in-valve procedure after an implant duration of 6 years, 11 months due to stenosis. The patient presented with dyspnea on exertion, chest discomfort, and syncope. The procedure was performed with a 23mm size 9755rsl transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. The most likely root cause is patient-related factors, including hyperlipidemia and diabetes mellitus.